Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patients were not showing up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patients were not showing up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the patients were not showing up. A technical support specialist (tss) received the case while in the queue. The customer informed that a damaged cat-5 cable was found at the wall port connection on the anesthesia pyxis machine. The cable was replaced, and the system began working properly. The customer confirmed that there were no issues with the pyxis anesthesia after replacing the cat-5 cable and gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.